Event description:
It was reported that the customer had high blood glucose levels of 183 mg/dl. The customer reported that the insulin pump gave out a beeping sound but when the insulin pump was checked, there was no alarm on the screen of the insulin pump. Troubleshooting was done. A self-test was performed on the insulin pump and the insulin pump passed the test. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.